Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1lhch, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from representative that patient came in to have interstim removed due to pain. The doctor was able to remove the generator intact and was attempting to remove the lead and the end broke leaving the 4 electrodes in the body, but the remainder of the lead was removed. The device would not be replaced in the future. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Event description:
Additional information was received. No new information

Manufacturer narrative:
Analysis information -- 2019-01-02 16:21:27 cst pli# 20. Product ID#: 3058, s/n: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID: 3889-28, lot#: va1lhch, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) were broken in the body of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.